Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was in safety mode, limited to one zone, and pacing in vvi mode at 60ppm. The device was explanted and returned to guidant for analysis.